Event description:
Tech alleged that the bed had a high ground resistance reading. No pt impact.

Manufacturer narrative:
The tech found a loose ground prong on the power cord plug. The tech replaced the power cord to resolve the issue.